Manufacturer narrative:
The most current episode of peritonitis occurred on (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced four episodes of peritonitis. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. Treatment for the events was not reported. At the time of this report, the patient outcomes were not reported. Pd therapy was ongoing; however, it was reported that the patient was "contemplating" switching to hemodialysis. No additional information is available.